Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure, the artifact was being oversensed. The noise was sometimes being detected as crosstalk. The physician tried relocating the right ventricular lead, but it was unsuccessful. Another ICD was used but the artifact and oversensing continued. The artifact appeared even with the lowest output which caused no capture in the atrium. Programming changes were attempted with no success. The physician used another device. The patient was stable after the procedure.

Event description:
New information noted from the engineer suggested that oversensing is referenced to crosstalk.

Manufacturer narrative:
The reported field event of noise and crosstalk were confirmed upon review of the device stored egms in the laboratory. The device was tested on the bench and no anomalies were found.